Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 console was used in a ureteroscopy procedure for a stone treatment in the ureter performed on (B)(6) 2022. During the procedure, the laser console was unable to turn on normally; it halted at the "device will be started" screen but would not continue to turn on. The procedure was unable to be completed due to the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address 1 & city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.